Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the broken instrument hook/spatula to be related to the customer reported complaint. The instrument was found to have the base of the hook broken. A piece measuring approximately 0.061" x 0.116" in. Was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the permanent cautery hook had a broken tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.